Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct300 19.5 diopter intraocular lens (iol) was implanted into the right eye (od) on (B)(6) 2017. It was later explanted on (B)(6) 2017 because the patient got a zct model inadvertently instead of a zxt model. The doctor found the error when he was reviewing the labels the day after the surgery, (B)(6) 2017. There was no incision enlargement performed and there was no patient injury. Reportedly, when the doctor's office contacted the patient, she stated that her near vision was not as good as the other eye. The patient had no issues post-operatively. No additional information was provided.